Event description:
The customer contacted baxter's technical service center regarding a need to end therapy and start over, which occurred on the home choice machine during use, during fill 1. The home patient stated he accidentally cut his patient line and now he needs to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The writer contacted the home patient on (B)(6) 2012 and he was able to resume therapy that day after starting over with new supplies. He could not recall how his patient line was accidentally cut. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.